Event description:
During device exchange procedure, the setscrew could not be loosened from the header of the device which resulted in the failure to disconnect the right ventricular (rv) lead from the port. The rv lead was cut and device was explanted and was replaced to successfully complete the procedure. The patient is stable.

Manufacturer narrative:
Correction: health effect impact code.

Manufacturer narrative:
The reported event of unable to loosen the v-setscrew was confirmed. Analysis revealed the v-setscrew had been overtightened or over-torqued by the user/physician at the time of the implant procedure. At explant the physician was unable to untighten the setscrew due to it being over-torqued. This is considered a user related anomaly.